Event description:
While treating a patient with the model 3100a, the operators experienced problems with centering the oscillatory piston regarding the centering bargraph display. There was no patient compromise.